Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, two of the staples, at the end of the load, on the specimen side appeared to be malformed prior to firing the device. The surgeon went ahead and fired the device with that reload. Those staples didn't attach to the tissue and were stuck to the reload. The staples on the patient side were formed. There was some bleeding/oozing on the patient side. The surgeon rinsed the area, but did not apply any clips or over sew the area. The case was completed with the same device and additional reloads. The surgeon performed a leak test and it was fine, no bubbling or leaks. Once the specimen side was removed from the patient, the surgeon insufflated and no leaks were observed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on which firing did this event occur (1st, 2nd, 12th, etc.)? Was the device swished and the anvil wiped between firings? Were the malformed staples present when the staple retaining cap was removed? How much blood was lost (ml)? Did the patient require a transfusion? F/u response: I cannot confirm any of the information. The same stapler was used to complete the case. Photographic analysis: based on the photographic evidence of the subject plee60a device firing of a gst60t black cartridge, the event description of malformed staples stuck to the cartridge can be confirmed. Unfortunately, the photographs do not provide enough evidence as to what may have caused the issue.